Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited inappropriate shock. Further information was requested however was not provided.